Manufacturer narrative:
The field complaint of the transmitter's green contacts being burned was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter or to the ac power adapter. One of the green contact sticks was burnt. After opening the ac power adapter burnt components were observed on the main circuit board. The casing of the ac power adapter was also burnt on the inside. After opening the transmitter, the main pcb board was found to be burnt as well. Due to the damage, the unit was not able to power on. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.

Event description:
It was reported that the patient spoke with remote care services. It was noted that the prongs of their remote transmitter had thermally decomposed. There were no consequences to the patient. The transmitter was replaced.